Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement, an increase in capture threshold was noted on the right ventricular lead. All other electrical measurements were stable and within range. The lead was capped on (B)(6) 2017 but no additional lead was implanted as a subclavian stenosis was observed. On (B)(6) 2017, the new lead and device were implanted and the patient was in stable condition.